Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware of the event. D6b: explant date: procedure happened in 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20538506/20538506.